Event description:
It was reported that legacy 1 pumps - 6400 alarmed for high pressure. The issue did not occur while in use with a patient. No death or serious injury was reported in connection with this incident.